Event description:
This is an initial report where a pt used thermacare pain relieving heatwrap in 2005 and reported that she experienced blisters and second and third degree burns according to her medical doctor (third degree burn event not medically confirmed to date). Medical records received in 12/05 revealed that the consumer visited her physician three months earlier and it was reported the consumer had been using neosporin per physician recommendation and the burn lesion in the upper lumbar region appeared to be healing with granulation tissue present. Physician's visit in 10/05 revealed an erythematous edge with scab over center of the lesion. Debridement and biopsy was performed and bactroban dressing applied to the lesion area. Rifampin was to be continued and floxin and minocylcine treatment was added. Physician's visit in 10/05 revealed that the biopsies performed a week earlier showed nonspecific acute inflammation with ulceration, fibrosis and fat necrosis. During the visit in 10/05 the ulcerated lesion appeared to be healing and looked clinically improved. Used thermacare pain relieving heatwraps, back, size l/xl wrap 1 application for 4 hours, 1 /day for 1 day in 2005 and reported that the back wrap started hurting so she removed the product and noticed she had three blisters.